Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch # 712c40. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with no reload present. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what caused the firing mechanism to fail as no cartridge was returned for analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. Device history review: a manufacturing record evaluation was performed for the finished device batch number 712c40, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? It blocked and couldn¿t be fired or, did the device start to deploy staples and cut but could not be completed (partially fire)? It even didn¿t started or, did the device fully fire and stop during the automatic knife return? No it didn¿t start was there any difficulty opening the device? No. If yes, how was the device removed from the patient? No. If yes, did the jaws eventually open?

Event description:
It was reported that during an unk procedure, appendix stapler blocked and the magazine couldn't be fired. No patient consequences were reported.